Event description:
Left colectomy procedure. Cs33 dlu was fired to make anastomosis. Pc displayed "firing complete". However leak test revealed small leak on anterior side. Manual sutures were applied to area to complete case.